Manufacturer narrative:
The insulin pump passed the functional tests and had normal operating currents. No blank display or damage to the liquid crystal display isolation tape was noted. However, corroded keypad traces were noted. The insulin pump was also received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, cracked reservoir tube, cracked reservoir tube window and cracked battery tube threads.

Event description:
It was reported motor error alarms in the past and that she was currently receiving an error alarm that persisted after removing the battery for one minute. The blood glucose reading was 125 mg/dl. She reported that the display was blank. She stated that the display eventually returned and that the settings were intact. She stated that she was able to complete the rewind sequence and that the insulin pump had not been exposed to a strong magnetic field or MRI. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.